Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted device did not confirm the reported breakage; however, the black plastic protector component has become loose and rotated from its' initial position. Co (B)(4) has been initiated to change the design of product code 961673 as part of CAPA (B)(4). The current complaint sample was manufactured prior to the implementation of co (B)(4). No further corrective action required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Rubber gasket on femoral adaptor wrench broke off where it attaches to adaptor.